Event description:
It was reported that this pacemaker dropped its longevity for approximately one and a half year for the last few weeks. Moreover, a poor right ventricular (rv) lead lead was noted and could be related with the output. Boston scientific technical services (ts) discussed that the device was not on advisory and that the potential causes for battery drop is newly programmed elevated outputs for sudden onset of atrial fibrillation (af). Ts then advised to send data for analysis. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker dropped its longevity for approximately one and a half year for the last few weeks. Moreover, a poor right ventricular (rv) lead lead was noted and could be related with the output. Boston scientific technical services (ts) discussed that the device was not on advisory and that the potential causes for battery drop is newly programmed elevated outputs for sudden onset of atrial fibrillation (af). Ts then advised to send data for analysis. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field e. Initial reporter